Event description:
Data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred. However, signal loss over one hour was found in connection to the reported allegation. The probable cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).